Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the second inflation, the balloon could not be inflated and ruptured. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported. It was further reported that the balloon ruptured at 0 atmosphere for 1 minute.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the second inflation, the balloon could not be inflated, and ruptured. The device was removed from the patient's body, and the procedure was completed with another of same device. No patient complications were reported.